Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that the cable assembly connector pins were broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37761, (B)(4), implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their weight at the time of the event and also reported that the replacement desktop charger resolved the loss of therapy.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that connector pin broken/bent/loose. Patient was able to get the connector pin out of the recharger. This was not an out of box failure. No medical or therapy problem associated or related with small parts. Troubleshooting could not be done lack of access to product. Patient indicated they will call back when she has the desktop charger with her. No patient symptoms or complications were reported in this event. Additional information received from the patient on (B)(6) 2018 reported that they have been without therapy for 3 weeks due to the desktop charger connector pin being broken. A new desktop charger was sent to he patient. No further complications were reported.